Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer blood glucose level was 400 mg/dl. Customer stated that the battery side was cracked. Customer was using insulin pump system within 48 hours of reported event. Customer was not using auto mode feature at the time of high blood glucose event. No further patient complication were reported. The customer will discontinue to use the device. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.